Event description:
This report summarizes three malfunction events where the feet of mesa 2 reduction jack crickets fractured intra-operatively. Surgeries were successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: lot harn ((B)(4) devices) received 29/oct/2021; manufactured 25/jun/2018. Lot fenf received 21/oct/2021; manufactured 22/dec/2016. Visual inspection: the feet of the crickets was found to be fractured. Deformation was found on the threads, causing the device to jam. Deformation was found on every other thread, indicating that the cricket was not fully inserted into the screw head. When the cricket is not properly seated, this can cause loading on a single thread while the user attempts to force the screw jack down, causing deformation of the threads. Functional inspection: confirmed crickets were jammed. Device and complaint history records were reviewed for these lots, and no relevant manufacturing issues or similar complaints were identified. Based on the deformation found on the screw threads, the likely cause is misalignment of the cricket feet with the screw during reduction, causing the threads to deform and jam. Misalignment of the foot and the likely excessive force applied due to the device jamming likely caused the feet to fracture.